Manufacturer narrative:
Follow-up # 1 date of submission 12/13/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings:the pump powered on with the display screen operating properly. The complaint of a blank display screen could not be verified. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter tried multiple batteries and the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.